Manufacturer narrative:
MDR 2517506-2019-00435 was filed on 21-nov-2019. Additional information (11-dec-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) results. Hsc evaluated the information provided and the instrument data files. Review of instrument clot check data provided by the customer indicated a sample integrity issue with all the original runs of the four patient samples that obtained discordant results. A siemens customer service engineer (cse) dispatched to the site performed replacement of all instrument probes. The heterogeneous module (hm) temperatures were inspected and a system check was performed which was acceptable. Alignments of instrument probes and bleaching of the sample drain was also performed. The cause of the discordant tni results is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant falsely elevated cardiac troponin I (tni) patient results were obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
Discordant falsely elevated cardiac troponin I (tni) results were obtained on patient samples on a dimension exl with lm instrument. The results were questioned by the physician(s). The same samples were reprocessed on the same instrument and an alternate dimension exl instrument and lower results were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni results.